Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during attempted implantation of a xen®45 gts in the left eye, it was noted the ¿slider is not working well when it is half-sliding¿. No injury occurred to patient and a backup device was used.

Event description:
Healthcare professional reported, during attempted implantation of a xen® 45 gts in the left eye. It was noted, the ¿slider is not working well, when it is half-sliding¿. No injury occurred to patient. And a backup device was used.

Event description:
Healthcare professional reported, during attempted implantation of a xen®45 gts in the left eye. It was noted, the ¿slider is not working well, when it is half-sliding¿. No injury occurred to patient. And a backup device was used.

Manufacturer narrative:
Visual device evaluation: one xen 45 gts injector was observed, in the molded tray. The unit box can also be observed, in the attached photograph. The needle is observed, to be straight with no damage (the needle cap is not visible in the photograph). No damage is observed, to the bevel. The bevel selector does not appear to be in the center position. The cam lock can be observed, in the molded tray. The slider knob was not observed, to be in the starting position, but appears to be in the center position. No damage/defect was observed, to the visible portion of the injector, molded tray and unit box. The reported complaint of slider resistance is unable to confirm, based on what can be observed in the photograph. The complaint sample is required to be returned to perform a full evaluation. Photo analysis of the device generally does not assist abbvie in determining, a probable cause for this event. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.